Event description:
It was reported that solution splashed into the nurse's eye upon disconnection of an unspecified baxter tubing. The event occurred when disconnecting the tubing after chemotherapy infusion. It was noted there was back pressure from the line leading to the splashing event. The nurse flushed the eye. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.